Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
The pt reported a slight hearing degradation. A medical check revealed that conductor link was exposed to the outer ear canal and there was an inflammation in the middle ear. After manual movement of the conductor link, the pt was suddenly no longer able to hear with his vibrant soundbridge at all. The external parts were checked. A rtf-measurement revealed a very weak hearing sensation at maximum gain. But via the highpower-amade processor, there was no hearing sensation at all. During a revision surgery, the surgeon saw a severed conductor link. The fmt was fixated to the round window. The device is planned to be explanted. The serial number is currently unk.